Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was assisted with troubleshooting for unexpected restart. Device will return device for analysis.